Manufacturer narrative:
This report is for an unknown guide wire/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during a fracture neck of femur sub troch procedure, the unknown guide wire bent so much when inserted. Surgeon commented it could be the 3.2mm wire inner sleeve isn¿t tight enough around the wire so it bends too much or the option of using a shorter 3.2mm wore first. There was surgical delay of twenty (20) minutes. Back up device was available to use. Procedure was successfully completed. Patient outcome was reported as fine. Concomitant device reported: unknown drill sleeve (part # unknown, lot # unknown, quantity 1), unknown protection sleeve (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown guide wire. This is report 1 of 1 for complaint (B)(4).